Manufacturer narrative:
(B)(4). Other device used: catalog #unk, zimmer epoch stem, lot #unk- remains implanted.this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated cobalt levels. There was minimal signs of corrosion and discoloration of the metal.

Manufacturer narrative:
Visual inspection of the returned versys femoral head shows dark debris on the head taper. Dimensions were found confirming to print specifications where measured. The epoch stem has not been returned for review since it still remains implanted; therefore the condition of the stem is unknown. Review of the device history record for the head did not find any deviations or anomalies. Scanning electron microscope images confirm the presence of dark debris on the head taper. Energy-dispersive x-ray spectroscopy analysis of the dark debris on the head taper indicated the elements c, o, cr, mn, co, and mo. These elements have been a part of the common element breakdown of the black debris found in hip femoral corrosion events. The eds analysis of the base material is consistent with cocrmo. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical devices: catalog #00408801206 lot #61915347, epoch fullcoat taper; 00875705001 lot 62039689 shell with cluser holes; 00875100932 lot 62039074 liner neutral 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. According to the initial surgery operative notes, the femoral neck was osteotomized at the level consistent with preoperative templating. The acetabulum was reamed to 49 mm. The cup was placed in 25 degrees of anteversion and 45 degrees of abduction. The press-fit was excellent and 1 screw was placed. The liner was placed. Sequential broaching of the femoral canal was carried out in approximately 10 degrees of anteversion. The canal was reamed distally to 0.5 mm under the definitive stem diameter. The stem was implanted without incident. The head was placed on to the clean and dried neck taper, and the hip was reduced after lavaging the acetabulum. According to the revision surgery operative notes, the patient was revised due to adverse local tissue reaction. There was a mild amount of corrosion with some staining on the neck. The liner appeared normal. The shell was well-positioned and solidly fixed. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.